Event description:
In a social media update, the patient's spouse reported that the omnipod 5 system delivers substantial amounts of insulin to the patient during the night without user intervention. Further information has been requested, but no additional details have been provided.

Manufacturer narrative:
User-initiated log files were not uploaded to the cloud, and the physical device was not returned for investigation. Review of the cloud data found no evidence of an over delivery of insulin. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated insulin as estimated glucose values decreased towards and below the user's target and resumed insulin delivery when estimated glucose values began increasing again. The system was found to be in manual mode starting on (B)(6) 2025 and continuing through the date of occurrence, (B)(6) 2025, correctly delivering insulin at the user¿s set basal rate. This was confirmed with the pulses delivered by the pod matching the basal rate in pulses per hour which ranged between 17-21 pulses/hour. No issues were observed with the automated and manual mode delivery in the available data. For the cloud data reviewed, the pod manager history data indicates that 14 different boluses were delivered between the hours of 22:00 and 05:00, however it is unknown what the exact hours of ¿the middle of the night¿ are as reported in the case description. All of these boluses indicate that there was a user bolus adjustment volume used to deliver the bolus and indicate a bg value was used to program them, either a manual entry or using the ¿use cgm¿ option. Without the log files from the device, user interaction with the device could not be inspected to determine whether the boluses were intended to be delivered by the user. The exact cause of the reported event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.